Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. (B)(4).

Event description:
It was reported that lead fracture is suspected and that the lead's impedance and thresholds have increased. The lead remains in use. No patient complications have been reported as a result of this event.